Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. The device was powered and immediately received a ventilator inoperable (inop) alarm. Further bench testing revealed that the power supply voltage was too low. R608 is faulty causing the reported issue.